Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing lead measurements measuring, greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services (ts) reviewed the data and found there is myopotential noise however, it was not being oversensed by the device. Ts recommended to bring the patient into the clinic for an evaluation and provided possible causes. The patient was seen and evaluated, and they found the rv lead exhibited loss of capture and noise. The device was left in unipolar, and the plan is a revision procedure. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing lead measurements measuring, greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services (ts) reviewed the data and found there is myopotential noise however, it was not being oversensed by the device. Ts recommended to bring the patient into the clinic for an evaluation and provided possible causes. The patient was seen and evaluated, and they found the rv lead exhibited loss of capture and noise. The device was left in unipolar, and the plan is a revision procedure. At this time, the system remains in service. No adverse patient effects were reported.